Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, far p-wave oversensing was observed. The oversensing was observed after the leads were connected and then disappeared. The patient was stable and will continue to be monitored via remote transmission.